Event description:
Per the clinic, the recipient experienced a draining fistula at the incision site (specific date not reported) and was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. Subsequently, the patient underwent two different revision surgeries (specific date not reported) to have the incision site opened and cleaned. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 14, 2021.